Event description:
A home patient (hp) expired following unresolved peritonitis that presented several hours after hp's transfer set became disconnected from the titanium adapter. Per the initial report in 2003, hp's transfer set (which was put in place within the past 3 months) became disconnected from the titanium adapter during therapy. After reconnecting, hp contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Baxter's tsc assisted hp in endng therapy early and advised hp to contact the on-call nurse (rn). Hp contacted the on-call rn, who advised hp, per the nephrologist direction, to administer cefazolin (dose unknown) and fortaz (dose unknown) intraperitoneal (ip) to dwell for 6 hours. The same evening, hp presented to the emergency room with abdominal pain and cloudy effluent and was hospitalized. The medication and dosage given while the patient was hospitalized is unknown at this time. The patient improved for the first 2 days, however, the nephrologist attributed the improvement to the presence of the family members. After that, the hp's condition then began to deteriorate. The nephrologist administer "a broad spectrum of antifungal antibiotics", (medications and dosage unknown) however, the hp didn't show any improvement. Hp's catheter was removed in 07/2003 and hp was transferred to hemodialysis. Eight days later the hp expired. An autopsy revealed the cause of death as "septicemia or severe peritonitis". No tears or perforations were found in the bowel. Per the nephrologist, the fibrous strands caused by the peritonitis compromised the blood flow to the bowel causing bowel ischemia.